Event description:
During placement, the guidewire in the kit was only 35 cm long and therefore, did not hang out of the introducer. Since the wire was not long enough it went into the pt and had to be removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed to other similar product complaint file(s) from this lot.